Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient has a longstanding history of parkinson's disease. They have a history of motorcycle crashes previously and an approximate 20 year history of parkinson's disease, which began with left side tremor and then became progressive. In (B)(6) 2017 they were implanted with bilateral electrodes. Post-operatively, they were seen once but then approximately a year and a half later, they were referred by their neurologist as his right scalp incision was noted to have an ulcer. There was poor follow-up with the patient, as well as with his residential facility. His scalp at the time had a small ulceration, which they attempted to manage with regranex to promote healing. Following that appointment, they missed further appointments and the wound was noted to be not healing and in fact, opening up with exposure of the hardware. This was concerning and they were taken to the operating room in (B)(6) 2019 for revision of a right frontal scalp incision due to exposed hardware. Of note, his left lead was exposed and in fact, the wires thinned and fractured. They tried to salvage the rest of the incision as well as the hardware and cleansed it with iodine. Cultures were also sent without the bacterial growth and they performed a complex wound closure and placed him on both oral a topical ointment. They then saw him in april and then again in (B)(6) of 2019. His incision appeared to be healing.